Event description:
Customer's reported blood glucose results of 161 mg/dl, 270 mg/dl, and 105 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the sys, replacement was sent.